Manufacturer narrative:
The cartridge associated with the event was discarded by the user. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a nurse in the critical care unit who reported the venous luer broke in the central venous catheter of a (B)(6) female patient at the completion of hemodialysis therapy (nos) on (B)(6) 2018. The catheter was replaced and the patient resumed therapy.